Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The sample could be connected without problem; sample failed the test however due sample was received in used condition it is possible that may affect in the delivery. Samples were fully primed and connected without difficult, the pump was set running and no alarms were activated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions taken were not performed due complaint was not confirmed.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. It was also reported that the patient had to be away from hydromorphone infusion for three hours, until a new cassette was compounded, delivered, connected, and therapy resumed. It was noted that the patient will have to go on emergency until new pumps and cassettes can be delivered. No further adverse effects were reported.